Event description:
It was reported that the paddle lead had high impedances, and the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2024. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial/ batch: (B)(6).